Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2013. No service activity has been carried out yet for this device. However, based on the investigation's results performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). When the service activity will be performed on this device or any additional information is received, a supplemental report will be submitted.

Event description:
See initial report.

Manufacturer narrative:
H11: the unit was returned to livanova deutschland for further investigation and repair. The claimed error code was reproduced and the o2 values were found to be out of specifications. For this reason, in order to solve the issue the air mass flow sensor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involved gas blender was manufactured in 2013 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the investigation activity, the root cause of the reported event was a faulty air mass flow sensor.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values and also a module connection error was displayed. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in nagoya, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
"**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code."

Event description:
See initial report.